Event description:
It was reported although the pt is receiving effective stimulation, her charging system gets hot when she charges her scs ipg. The charging system also shuts off before the pt is able to fully charge her scs ipg. A replacement charger was sent to the pt and this issue was resolved.

Manufacturer narrative:
This charger model was associated with a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.